Manufacturer narrative:
Patient status update.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and weight loss leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2016. Patient had an esophagogastroduodenoscopy (egd) with dilation and course of medication on (B)(6) /2016. Device explant due to severe dysphagia (and weight loss of 50 lbs in 6 months) occurred without issue on (B)(6) 2017. Device was found in the correct position/geometry at time of removal. The patient was experiencing symptoms after removal and has been in the emergency room twice for sore throat, vomiting, and nausea.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and weight loss leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2016. Patient had an esophagogastroduodenoscopy (egd) with dilation and course of medication on (B)(6) 2016. Device explant due to severe dysphagia (and weight loss of 50 lbs in 6 months) occurred without issue on (B)(6) 2017. Device was found in the correct position/geometry at time of removal.